Event description:
A call to technical services was made on 10/02/201 3 stating that this lead was fractured and had impedance of > 2000 ohms that started back in may. The patient was in atrial fibrillation and ra was undersensing. The lead is still in active implant. The physician was dr. (B)(6). There is no additional information at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).